Event description:
It was reported that left hip revision surgery was performed in 2016. Devices implanted 2008.

Manufacturer narrative:
It was reported that left hip revision surgery was carried out due to pain and other unspecified operative conditions. During revision, the bhr cup and the bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Blood cobalt (5.8 g/l, <1.0) and chromium (7.6 g/l, <1.0) concentrations were elevated with respect to the given reference 4 year before the revision. At that time the patient already had pain since the implantation and some fluid was noted at the hip. According to the received patient history, the patient had left hip crepitus, joint locking and stiffness, and limited range of motion. Onset of these findings remains unclear. The patient has various comorbidities such as back arthrosis with stenosis, chronic pain syndrome in left tight, shoulder and back, depression and general anxiety disorder. Of note, she had a right total hip of unknown type or manufacture prior to her left hip replacement. According to the provided revision report, the patient had progressive pain and preoperative workup indicated no infection, devices noted as in appropriate position, cystic formation behind the acetabulum, acetabular bone stock was compromised and osteopenia/osteoporosis. During the revision, a clear fluid came out the pseudocapsule. Fluid and tissue samples were sent for analysis. Pre-operative findings of significant bone loss at the acetabulum, poor bone quality/severe osteoporosis were confirmed. The cup was not loose. Without the results from the analyzed samples, further investigation of the reported finding cannot be performed. As the device is not available for analysis, the nature of the joint-locking and crepitus remains unclear and a relation to a possible mal-function of the device cannot be investigated. There is insufficient information (no x-rays or other imaging, implantation report, histopathology/microbiology) to further investigate the underlying reasons for this revision. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed in 2016 due to high chromium levels in blood. Devices were implanted 2008. 3 years after the revision, the patient reports the presence of metal fragments in her left eye, as well as cysts in both eyes. A medical intervention was performed for both eyes. It is unknown if the new allegation is a direct consequence of the previously explanted bhr devices.